Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a weak signal alert and a lost sensor alarm from the insulin pump, around (B)(6) 2015. The customer reported having blood glucose values of about 500 mg/dl. At the time of the alleged event. The customer reported treating with manual injections and also an alternate insulin pump. The customer requested more sensors during the phone call with the helpline. No further information was provided.